Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported by the (B)(6) authorities that the patient underwent a right total hip arthroplasty on (B)(6) 2009 due to osteoarthritis. During the operation, a fracture found in the greater trochanter was repaired with an unknown material. Subsequently, a revision procedure was performed on (B)(6) 2009 due to pain and non-healing of the greater trochanter fracture. During the procedure, the material used to repair the greater trochanter fracture was removed. A further revision procedure was performed on (B)(6) 2012 due to pain and clearance around the prosthesis discovered in radiographs. During the procedure, all components were removed and replaced. There were no signs of adverse reaction to the metal prosthesis within the joint.